Manufacturer narrative:
One fast-fix 360 reversed curved needle delivery system was returned for evaluation. No ts or suture remain on the needle or were returned for examination. The insertion needle is twisted and bent on two planes. Device was functionally tested for proper actuator advancement and cycling, device did not function properly due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the t2 implant failed to deploy from the fast-fix 360 reversed curve device. During the meniscus repair, after t1 deployment, the t2 implant was not deployed while the deployment knob was depressed. Both implants were removed from the body. The operation was completed with another fast-fix 360. There was no delay in the operation. No patient injury was reported.